Event description:
Additional information received indicating that loss of capture was noted during the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high capture threshold was noted on the left ventricular (lv) lead. The event was resolved by reprogramming the device. The patient was stable with no consequences.